Event description:
The customer confirmed the device was inspected before use and was serviceable. The customer is not aware of any infection and no one has been harmed/injured. No broken parts were retrieved from the patient. The patient is ok now and did not suffer additional trauma. The patient was not kept in the hospital for an extended period.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a specific cause of the procedure was delayed and eventually it was stopped could not be identified. Additionally, it is likely the phenomenon of the blank screen with white dots occurred due to fluid that adhered to the scope. However, the root cause of the phenomenon could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the 4k uhd lcd monitor displayed image issues- black screen with white dots appeared on the monitor. The issue was found during an unknown procedure during which the monitor blacked out when used in combination with cv-1500 evis x1 processor, serial # (B)(4). The procedure was delayed and ultimately cancelled and scope removed from patient. There were no reports of patient harm. Related patient identifiers: (B)(6).

Manufacturer narrative:
The device was not returned to olympus for evaluation. A supplemental report will be submitted if any additional information is provided by the user facility.